Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the pump was in use, the staff experienced a helium loss alarm. As a result, the pump was switched out for another and the pump in question was sent to biomed for evaluation. The field service was called in to service the pump and replaced the pneumatic control system (pcs) assembly. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "helium loss alarm" is not confirmed. Although, the root cause of the complaint is undetermined the pcs assembly passed functional test specifications during complaint investigation. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the pump was in use, the staff experienced a helium loss alarm. As a result, the pump was switched out for another and the pump in question was sent to biomed for evaluation. The field service was called in to service the pump and replaced the pneumatic control system (pcs) assembly. There was no report of patient complication or serious injury and death.